Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/22/2016, a reporter contacted animas alleging that the patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 325 mg/dl with symptoms of increased heart rate, headaches, increased urination, and unspecified ketones. The patient did not receive any treatment above and beyond the usual course of diabetes management. The reporter stated that the patient had discontinued using the pump at the time of the call. The reporter alleged that there was a call service 064 alarm during the prime steps. The call service 064 alarm was observed after a cartridge change during the prime steps as well. This complaint is being reported because the patient experienced a hyperglycemic event as a result of the pump emitting call service 064 alarms during the prime steps.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: a review of the pump's black box showed evidence of three call service 064 alarms on (B)(6) 2016 at 12:14, 12:24 and 12:32. Insulin deliveries did not resumed following the call service 064 alarms. The rewind, load and prime steps were performed successfully with no issues. The pump exercised for 24 hours with no alarms occurring. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. No intermittent connection was observed on the pump's motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).